Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report unintended movement. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a flail. Two clips were successfully deployed on the mitral valve, reducing mr to a grade of 1+. However, after deployment of the second clip, it was observed the clip opened to roughly 30 degrees. It was noted the clip remained stable on the leaflets and mr remained at a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open ¿ efaa) associated with clip opening during efaa could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿one (1) fluoroscopic still image was provided. Two fully deployed clips can be visualized, along with the distal part of the delivery catheter (dc) of the second cds (reported device). There is a notable gap between the dc shaft and clip, indicating the image was taken post deployment/mechanical separation of the second clip (top clip in the image, reported device). The clip arm angle appears to be ~30°. While this is an estimation based on visual assessment with the naked eye and cannot be confirmed, it is apparent that the reported clip is opened to a larger degree than the first implanted clip (bottom clip in the image, no reported issue) which appears to be in the fully closed position (~10°). This aligns with the reported incident details that the clip arm angle of the second clip was observed to be ~30° post deployment. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the image provided."